Manufacturer narrative:
The field service engineer (fse) was at the customer site on 06/07//2016. The fse observed air bubbles traveling from the rinse valve to the pipette. The fse replaced the inse pump (B)(4) and rinse valve 700-7519. No air was observed after pump change.. The repairs were verified per established service procedures. (B)(4). Related event: 2023446-2016-00288, (B)(4).

Event description:
The customer reported ca failing false negative for glucose and protein on their ichem velocity urine chemistry analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.